Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2022. Customer blood glucose at time of incident was unknown. Customer current blood glucose reading was 220 mg/dl. Customer was using the insulin pump system within 48 hours of reported event. The customer stated they experience tired, weak, altered vision symptoms related to high blood glucose. Customer was treated with manual injection and insulin pen for high blood glucose. The customer was treated with intravenous insulin infusion at the hospital. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.